Event description:
It was reported that during an unspecified foot procedure a head to toe scan was performed showing that the patient had an allergic reaction from an implant. The devices were partially removed on an unknown date. Since being removed the patient still suffers from a chronic rash of the chest and armpits that has not responded to steroid treatment. It was also reported that the original implant was performed on (B)(6), 2014 and a combination of stainless steel and titanium screws remain in the patient. Although devices have been removed, 2 unknown titanium screws and 2 unknown stainless steel screws remain implanted in the patient's foot/ankle area. It was reported that the implanted devices included 4 screws: a 2.7mm stainless steel self-tapping cortex screw 16mm, a 2.7 mm stainless steel self-tapping cortex screw 18mm, a 2.0 mm titanium self-tapping cortex screw 20 mm, and a 2.0 mm titanium self-tapping cortex screw 30 mm. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.